Event description:
Patient presented to ed with inability to urinate. Uti diagnosis and treated with antibiotics. Peritoneal cellulitis developed later and antibiotics were changed. In ed, patient reported inability to urinate for 12 hrs. Patient diagnosis possible urinary sepsis and aus/ipp malfunction. Patient was taken to or where erosion of the urethra and infection bilaterally in the hemi-scrotum areas. The aus and ipp except the reservoirs were removed. Induration and body habitus prevented removed of the reservoirs. Reservoirs were emptied however. Cultures pre and post op showed multi-drug resistant e.coli. Repair of the urethra area was performed also. Patient discharged home two days later with indwelling urinary catheter and antibiotic therapy.